Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. While being applied to the stomach, the stapler fired but did not place any staples. The staple line was incomplete. The case was completed using sutures. The surgery time was extended by more than 30 minutes. The patient is alive, no injury.